Manufacturer narrative:
(B)(4).

Event description:
The customer reported delivered tidal volumes are inadequate. The customer reported the patient was removed from the device and placed on a different device. The customer reported patient involvement with no harm to the patient.